Event description:
It was reported that the patient was referred for vns replacement surgery due to high impedance. The patient underwent a vns lead replacement surgery due to the high impedance. During attempts at product return, it was revealed that the product was unavailable. No additional relevant information has been received to date.

Event description:
Follow up with the company representative present at the surgery revealed that no x-rays were performed and lead pin insertion troubleshooting was not performed as the surgeon could see that the lead was broken. During attempts at product return, it was revealed that the facility historically does not return explanted products, which they discard in surgery.